Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and seven months later, computed tomography scan of abdomen and pelvis without contrast was performed, and result showed that the superior extent of the inferior vena cava filter was at superior vertebral body and the inferior extent was at mid vertebral body. A total of 6 prongs have perforated through the inferior vena cava. Maximum distance prongs perforated through inferior vena cava was 6.63 mm. Coronal images showed 6.23-degree tilt left to right and sagittal images showed 0.27-degree tilt anterior to posterior. Diameter of inferior vena cava directly above the filter was 15.58 mm × 32.15 mm. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately ten years and seven months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.